Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was damaged. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. The customer¿s mother reported the transmitter does not blink when connected to the sensor. During troubleshooting the sensor was removed and founds the cannula missed. The sensor will not be returned for analysis.